Event description:
A customer reported to beckman coulter (bec) that while troubleshooting suppressed oir (out of instrument range) low results they discovered a leak from the cap piercer wash station on their unicel dxc 600 pro synchron system. The customer stated the fluid leaked on top of the sample patient tubes with an approximate volume of 5 ml. The customer wore personal protective equipment such as gloves, lab coat and eye protection. There was no report of operator exposure or injury associated with this event. Erroneous results were not generated or reported and there was no change or effect to patient treatment in connection to this event .

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the cap piercer waste drain valve malfunctioned. The fse replaced the valve to resolve the issue. (B)(4).